Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation and evaluation is underway. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received 37 appropriate shocks during vt. The arrhythmia was converted to a slower rhythm after treatments 1-5, 11, 13, 22, 27 and 31. Vt rate remained the same after all other treatments. The patient remained in vt after the 6th, 12th, 18th, 23rd, 28th and 33rd treatments. The device stopped delivering treatments after the maximum number of shocks allowable per single detection sequence. Rb use and vt rate going under the threshold allowed a new sequence to begin. The patient remained in vt after the 37th treatment but rb use and motion artifact prevented the lifevest from delivering additional treatments. The failure to convert the patient¿s arrhythmia is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed during the event. The patient continues wearing lifevest. Vt rate threshold was programmed at 120 bpm during these events. No allegation of a death or serious injury.